Event description:
(B)(4). Extreme pain all the time, abnormal bleeding, painful periods, heavy bleeding, mood swings, bv, reoccurring yeast infections, enlarged uterus, enlarged ovaries, weight gain, metal taste in mouth.